Event description:
In 2005, it was reported to boston scientific corporation, that an ultraflex non-covered tracheobronchial stent was used during a bronchoscopy. According to the complainant, while attempting to deploy the stent, the suture wire only deployed the stent halfway. The procedure was aborted. There were no complications and the patient's condition was reported as "fine."

Manufacturer narrative:
A review of the device history record (DHR) was performed on the pertinent lot; no anomalies were noted. The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event.